Event description:
The customer reported that the bottom of the insulin pump is separated from the insulin pump. The blood glucose reading was 166mg/dl. The customer stated that he was removing the belt clip and heard a snap, and then pieces fell to the floor. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a cracked end cap and broken belt clip slot.